Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient¿s cgm displayed 232 mg/dl; however, he experienced a seizure and lost consciousness. Emergency medical services (ems) was called, a bg was performed which was 32 mg/dl and ems treated with patient with IV glucose. The patient declined transportation to the hospital and recovered at home. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.